Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was displayed as high; cause was due to occlusion. Customer delivered a correction bolus via pump to address bg level. Reportedly, the issue was resolved after performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.